Event description:
Caller reported a significant drop in indicated battery charge of 40% within a short time frame, leading to an unexpected shutdown. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and a follow-up confirmed that the pump was functioning normally afterward. There was no further information about additional corrective actions taken.